Manufacturer narrative:
Updated sections: b5- additional event details. D4- device information. G4- device information. H4- device information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: several detachment attempts were made to detach the coil. The exact number is unknown. No damage was noticed.

Manufacturer narrative:
It was reported that during coiling treatment the implant coil could not be detached with the instant detacher. Manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use) was attempted and it detached after some manipulation. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. The axium coil pushwire and the instant detacher were not returned; therefore, any contributing factors from these could not be assessed. Additional information was required to investigate the event and/or determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no evidence of manufacturing defects that relates to the complaint; therefore, manufacturing has been ruled out as a potential cause. Based on the above findings, the customer report of ¿unable to detach¿ could not be confirmed, and the cause for the difficulty during detachment with the instant detacher could not be determined. It could not be determined if the instant detacher met specifications as it was not returned; however, all devices are 100% inspected for damages and irregularities during manufacture. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Per instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ no corrective action is required. These types of events will be monitored as part of post market vigilance complaint trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report an attempt was made to detach the medtronic coil but failed. The instant detacher was replaced, and manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use) was attempted, but the coil did not detach immediately. After being pushed and pulled for a while, the coil detached and successfully implanted.